Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. The impella was primed and while removing the red cheater, the physician noticed part of "cheater" remained in the pump. A decision was made to replace the device before entering the pump through the sheath. There was no patient harm.

Manufacturer narrative:
The investigation of delivery issues- use has been completed. The impella device was not returned for evaluation. The cause of the issue was a red lumen removal issue. D6a/d6b added. H6 component code added f6/f8-should have been left blank on manufacturer device report 1220648-2023-03144.